Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu and test drive were mixed and matched. The fse found the correction vision side cart (vsc) with the erbe that needed to be replaced and used the surgeon side console (ssc) and patient side cart (psc) that were available. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint, but the failure analysis testing has not yet been completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed m-02 errors on the iesu related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: it was alleged that the iesu was not recognizing instruments connected. The fse confirmed and replaced the iesu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the system was encountering an issue where the generator was not recognizing instruments were connected. There was no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) vio-dv generator involved with this complaint and completed the device evaluation. Failure analysis (fa) could not replicate nor confirm the customer reported issue. The unit energized, cauterized and all ports recognized instruments. Failure analysis of the integrated electrosurgical unit with an in-house system found no functional issue. During testing, the iesu was able to recognize all the test instruments. The customer reported issue was unable to be reproduced.